Event description:
Medwatch report #mw5115431 was received with report that a patient underwent a monalisa touch treatment in 2018. Patient reportedly experienced burns and scarring. It is unknown what contributed to reported burns and scarring. Aquaphor was given to the patient as preventative medication. The device was evaluated and found to be operating as intended within specification. This event is being reported as permanent injury due to scarring.